Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the gynecologic laparoscope had a green image. The issue occurred during preparation for use for an unspecifies procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e1. Additional information added to field h6, d8, d9, h9, h7, and h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, the event likely occurred due to the following: 1) unacceptable tension in the area of the charged coupled device unit assembly due to use of an adhesive which is not adapted to the load / temperature collective and to an insufficiently formed adhesive layer plastic cover to bumper sleeve" 2) unacceptable tension in the area of the charged coupled device unit assembly due to asymmetrical alignment of the spring to plastic cover before the bumper sleeve is joined 3) pre-existing damage to the charged coupled device unit assembly due to using a suboptimal adhesive device olympus will continue to monitor field performance for this device.